Event description:
Product complaint received from fmc clinic. Complaint was not stated clearly. Further information was received after two requests for details. Nursing director states the patient complained of nausea after twenty minutes of dialysis and agreed to having a "bitter taste" when questioned. Since the dialyzer had been reprocessed with formaldehyde, the staff was questioning a formaldehyde reaction. The dialysis treatment was stopped, the patient was not reinfused and the blood circuit was discarded (estimated blood loss 200 cc). The dialysis was restarted using another f8 dialyzer without further incident. There were no reported adverse effects to the patient as a result of the blood loss and no medical intervention was necessary. MDR filed due to blood loss reported.